Event description:
It was reported the lead was fractured and was explanted and replaced. It was returned with a report of inappropriate therapy and impedance out of range. No further patient complications have been reported as a result of this event.